Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a hypoglycemic event. The customer did not know the blood glucose reading at the time of hospitalization. He stated that he remembered sitting outside by the porch when he blacked out due to low blood glucose levels. The customer was treated for low blood glucose at the hospital, but he left because the hospital would not treat him for high blood glucose thereafter. He reported that he went home to treat for high blood glucose and confirmed that he had been wearing the insulin pump at the time of the emergency room visit. The customer had also reported that his insulin pump had received low battery alarms on fresh batteries almost two months prior to the admission. Advised that a replacement battery cap would be sent out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.